Event description:
A feeding tube was placed at the user facility and the pt was subsequently discharged to a nursing home. It is believed approx two weeks post placement the internal bolster migrated through the abdominal wall. Unaware of this migration feeding continued. The pt developed peritonitis and subsequently expired. No further details with regards to the circumstances surrounding this event are available.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.